Manufacturer narrative:
The initial report was sent by mistake. Minstrel device is not marketed to us.

Event description:
During the daily transfer from bed to wheelchair the scale was unscrewed from the pin due to breakage of the fixing screws. The patient did not sustained any injury.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted for the manufacturing site (B)(4). As of 2011, that number was deactivated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by arjohuntleigh, a branch of arjo limited med (B)(4) and any medwatch reports were submitted under (B)(4) from 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (B)(4) complaint handling establishment and any medwatch reports will be submitted under (B)(4). Additional information will be provided upon investigation conclusion.